Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string broke apart from a tampon upon removal leaving the tampon inside. She was able to manually remove the tampon and did not seek medical attention but plans on seeing her medical provider.